Event description:
Pt underwent a laparoscopic pancreatectomy. The physician using the endoscopic linear cutter did not completely close the first handle of the device. The second handle of the device was activated, releasing the blade. This resulted in the opening of a vessel. The bleeding was controlled surgically, and the pt was transfused without further adverse effect.